Event description:
The manufacturer received information alleging a ventilator failed to power off. There was no harm or injury reported. The device was returned to a third party service center for evaluation and an error code related to the charging of the internal battery was observed. The device's system board was replaced to address the issue.